Manufacturer narrative:
Follow up being submitted for investigation results and corrected information. Corrected data: customer did not return the device.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation wheel stopped working. The surgeon began to manually irrigate the surgical site, resulting with a second-degree burn to the patient. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a clinically significant delay, and with post-operative wound care.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation wheel stopped working. The surgeon began to manually irrigate the surgical site, resulting with a second-degree burn to the patient. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a clinically significant delay, and with post-operative wound care.